Event description:
It was reported that a shock was aborted when the lead exhibited oversensing and high impedance, a chest x-ray found that the device had migrated and the lead was dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.